Event description:
Hcp reported the patient lost the effectiveness of spasticity control intermittently. Patient was being controlled on 150-175mcg of intrathecal lioresal a day. A rotor test of the pump was done that showed the to be no problem. The pump was refilled 11/2001 and the alarm date was 3/2002. On 1/2002, telemetry showed there should have been 9.7ml of baclofen left in the reservoir. On aspiration, there was 13ml left. The device was removed and returned to the manufacturer for analysis. The outcome of the patient was not reported by the hcp. Several attempts to obtain this information have been unanswered by the hcp. A follow up report will be sent when this information is made available.